Event description:
Solicited. Per patient, she has quantity 10 of the affected recalled lot of cassettes. Lot number 4272061. Patient has not infused with these cassettes. They are just in her supply. No other information known. Prescriber has not been notified. Veletri intravenous patient. Reported to (B)(6) by: patient/caregiver. Reference reports: mw5119923, mw5119924, mw5119925, mw5119926, mw5119927, mw5119928, mw5119929, mw5119930, mw5119931.